Manufacturer narrative:
The subject device (ophthalmic cannula hub with tubing only) was received back from user facility and confirmed as having the curette tip broken off at the curette / cannula tubing interface. (Note: curette tip not returned). Discussion of the reported event with the attending physician confirmed he was able to remove the broke tip from the patient's eye during the surgical case, without complication or unduly prolonging the surgical case. He further reported patient reportedly is fine no complications. A review of the subject device DHR & dmr found no anomalies. A visit to the user facility for the purpose of reviewing their care & handling procedures of their reusable ophthalmic microsurgical instruments & cannulas revealed a sound, well organized reprocessing plan that was largely a manual operation for microsurgical instruments & cannulas including the subject 25ga ophthalmic cannula. Further review of the facilities transportation, handling and storage practices, confirmed they placed their ophthalmic cannulas loosely in a sterilization case/tray without securing them in a manner that would prevent the cannulas from moving around, knocking into each other and the walls of the sterilization container during transportation, handling and storage. Product package insert / instructions for use states, in pertinent part, that microsurgical instruments must be handled with great care when being transported, cleaned, treated, sterilized and stored. The facility reprocessing area was shown this issue and provided appropriate sterilization trays with silicone mates to secure the ophthalmic cannulas to help prevent inappropriate handling that could damage or compromise the microsurgical devices. Note: this med-watch report was originally submitted to FDA via mail-in paper report and received by FDA on march 2, 2016 -- now being resubmitted via e-submitter.

Event description:
Cannula polishing tip broke off in the patient's eye during use in surgery. Surgeon was able to retrieve and remove the broken tip and continue the surgical case without complications to the patient.